Event description:
This report summarizes 1 malfunction event in which the device had run-on. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 3 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-03077. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-03078. - 1 previously reported event is included in this follow-up record. Product return status 1 device was not available for evaluation. H3 other text : device not returned.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.